Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that they experienced low blood glucose of 39mg/dl as well as high blood glucose 307 mg/dl and the sensor had inaccurate readings. The customer¿s blood glucose was 39mg/dl and the sensor glucose was 67mg/dl. Insulin delivery was not suspended due to sensor values. The sensor and insulin pump will not returned for analysis.